Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA#1379444 was initiated to address the issue. H3 other text : see h10

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: the patient receives an orange pvk and when flushing with 10 ml of nac1 through the infusion inlet, the membrane passes probes and all saline slides up and out through the "chimney". The blood of the patent then flows straight out through the "chimney"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: the patient receives an orange pvk and when flushing with 10 ml of nac1 through the infusion inlet, the membrane passes probes and all saline slides up and out through the "chimney". The blood of the patent then flows straight out through the "chimney."